Manufacturer narrative:
Continuation of d10: product ID ev240163, serial #: (B)(6), implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the physician that the pneumothorax was resolved.

Manufacturer narrative:
Continuation of d10: product ID ev240163 implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant the extravascular (ev) lead was tunneled three times before adequate sensing was achieved. Additionally, it was noted post the first tunnel the patients blood pressure (bp) dropped, prior to the lead being introduced. The patient recovered and no reason could be found for the drop in bp at the time. A predischarge chest x-ray was completed and a pneumothorax was noted. The patient was readmitted to the hospital. The extravascular implantable cardioverter defibrillator (ev-ICD) system remains in use. No further patient complications have been reported as a result of this event.